Manufacturer narrative:
Patient weight not available from the site. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the clamp would not lock. The clamp had difficulty engaging when fully extended. It was noted that the site was eventually able to get the clamp to lock using a 3rd party tool. There was a 10 minute surgical delay and no impact on the patient outcome.

Manufacturer narrative:
The clamp was returned to medtronic for analysis. The clamp was missing pieces. (B)(4). If information is provided in the future, a supplemental report will be issued.